Event description:
It was reported that, "the pt is experiencing popping and squeaking of his hip as well as discomfort in the groin area which has escalate in the last 6 months. He is concern if any of his implants have been subject to recall. He is also concerned if particulates from the implant could be migrating in his system."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.